Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-mar-2016, an fse conducted on-site follow-up with the customer. The fse observed a leak from the top of the wash probe. The fse replaced the wash probe and prime which returned the instrument to normal operation. There was no further action required by fse. The most probable cause of the reported event was due to a wash nozzle failure.

Event description:
On (B)(6) 2016, a customer reported error 2015 bf probe suction failure with their aia-360 analyzer. The customer is unable to run prog, e2, lhii, fsh and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, e2, lhii, fsh and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.